Event description:
It was reported that the patient underwent an initial tka. Subsequently, they had a revision approximately 7 years and 2 months post-implantation due to progressively increasing instability. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 5980-37-02, nexgen precoat stemmed tibial component, 64217903. 5764-15-52, nexgen lps flex gsf femoral component, 63889192. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.